Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Unexpected replace battery alert while monitoring and pump error 25 (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a few days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, severe scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, stained serial number label, faded serial number label, faded end cap address label and peeling end cap address label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was 6.3 mmol/l. Customer stated that they had power error detected alarm. The troubleshooting was performed and was advised to remove the aa battery from the pump and monitor the pump and advised to remain disconnected and wait until the notification light stops flashing and explained this process should resolve the issue. The customer was advised to monitor pump and to call back if the error recurs. The insulin pump will not be returned for analysis.